Event description:
The pt is a (B)(6) female admitted to the medical center on (B)(6) 2014 for surgical repair of umbilical hernia. During the surgry, a piece of the cannula fell off and into pockets of the drapes. The piece was then removed from the field. The surgeon expressed concern over the incident as he feels we were lucky that the small fragment of the cannula did not end up inside the pt.